Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed this device had reached end of life. There was concern that the battery depleted more rapidly than expected. Approximately three months earlier, battery longevity remaining was one-half year remaining and magnet rate of 90 bpm. A replacement procedure was performed. An internal technical service consultant was contacted regarding the issue and recommended this device be returned so analysis can be performed to determine a root cause. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.